Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found an issue with the reagent arm and performed an adjustment. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable alb2 albumin gen.2 results from the cobas 6000 c501 module. Patient b initial result was 27.9 g/l and the repeat results were 40.8 g/l and 41.2 g/l. Patient c initial result was 23.8 g/l and the repeat results were 43.7 g/l and 42.4 g/l. On (B)(6) 2024, patient d initial result was 21.6 g/l and the repeat results were 47.8 g/l and 46.9 g/l. On (B)(6) 2024, patient e initial result was 29.5 g/l and the repeat results were 36.2 g/l and 36.9 g/l.